Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the therapy cable assembly and observed proper device operation through functional and performance testing. The device has since been returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their defibrillation therapy cable assembly had a short in it, which could prohibit defibrillation therapy from being delivered from the device. The customer did not report any patient use associated with this reported issue.